Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was infusing a continuous dose of chemotherapy at a rate of 13ml/hr., on the morning of 04 october 2023. The intended rate was reportedly 12.5ml/hr. With volume to be infused 300ml.the following infusions were running at the time of the event: ifosfamide 2535mg, mesna 1521mg, and nacl 0.9%. However, it was found to be running at 24 ml/hr. "Exact rate unsure". Upon discovery, the rate was changed back to the "directed" rate. The event occurred between 1700 on (B)(6) 2023 and 1130 on (B)(6) 2023. There was patient involvement but no harm.

Manufacturer narrative:
Omit : concomitant med prod data (8015), b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module was infusing a continuous dose of chemotherapy at a rate of 13ml/hr., on the morning of (B)(6) 2023. The intended rate was reportedly 12.5ml/hr. With volume to be infused 300ml.the following infusions were running at the time of the event: ifosfamide 2535mg, mesna 1521mg, and nacl 0.9%. However, it was found to be running at 24 ml/hr. "Exact rate unsure". Upon discovery, the rate was changed back to the "directed" rate. The event occurred between 1700 on (B)(6) 2023 and 1130 on (B)(6) 2023. There was patient involvement but no harm.